Manufacturer narrative:
The technician replaced the cover with a mattress revitalization kit to repair the bed.

Event description:
Information received indicates the mattress cover outer layer peeling away and there are signs of some fluid egress.